Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the rex roth valve is not shifting fully. Associated malfunction for this device: heat exchanger and pilot valve leaking, filters missing.